Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer was hospitalized for high blood glucose due to an infusion set malfunction. No further details were given. The customer could not be reached to discuss the incident. No products were shipped or returned.